Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A alarm issue was reported with the freestyle libre reader. A customer reported while he was using the reader, it did not alarm and he became hypoglycemic with a blood glucose reading of 19 mg/dl obtained on an unspecified device. The customer lost consciousness and was unable to self-treat. The customer was admitted to the hospital for ¿severe low blood sugar¿ and was administered sugar and blood glucose was monitored. Note: the freestyle libre 14 day reader does not have the alarm alert feature. There was no report of death or permanent injury associated with this event.

Event description:
A alarm issue was reported with the freestyle libre reader. A customer reported while he was using the reader, it did not alarm and he became hypoglycemic with a blood glucose reading of 19 mg/dl obtained on an unspecified device. The customer lost consciousness and was unable to self-treat. The customer was admitted to the hospital for ¿severe low blood sugar¿ and was administered sugar and blood glucose was monitored. Note: the freestyle libre 14 day reader does not have the alarm alert feature. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The user reported an issue with glucose alarms when using a freestyle libre 2 sensor. Per provided case information, the user had activated the sensor using a freestyle libre reader. If a freestyle libre reader is used to scan the libre 2 sensor after the reader software update has been performed, the sensor can be scanned in order to receive glucose measurements, but glucose alarms cannot be used. Alarms will only be available if the sensor is activated using a freestyle libre 2 reader. If multiple devices are used to scan the sensor, only the device used to activate the sensor will receive glucose alarms. Adc product quality engineering (pqe) determined that the product was functioning as intended. Therefore the complaint is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.